Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant procedure on an unknown date as the patient started experiencing urinary incontinence. The patient later underwent a procedure to implant a new aus device. No patient complications were reported.